Event description:
The lvad stopped possibly due to pump thrombus leading to vtach, then v-fib and asystole. Patient's cardiac reserve insufficient to sustain life after lvad stopped. Patient had implanted aicd that fired and paced but without return of cardiac function patient expired. Patient was up in chair and the debakey started alarming at 0933. The pump alarmed and the cdas was a white/red screen that was blinking. As doctors tried to switch over to the control pack, doctors were receiving excessive power and not recognizing patient data alarms. Doctors tried to reconnect to the cdas several times and several pop up windows would appear and then the screen would freeze. The patient was awake, anxious during this time. Electrical interference was noted on the EKG during this time and the aicd fired 3 separate episodes during this time. At approximately 1000, the control pack read trying to restart, however, no audible alarm was heard. The external driveline was very warm to the touch from about 0945 on. The pump failed completely at approximately 1005 and the patient expired.